Event description:
It was reported to philips that the allura xper fd20 system froze, would not shut down and would not come back up. The device was in clinical use. No patient/user harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred . The philips remote service engineer (rse) communicated with customer and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The rse suggested biomed to reset of 24v supply to resolve the issue but later the issue reoccurred ; biomed order and replace flexvision pc. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact and evaluation method code were corrected .